Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing. Upon investigation, the rear response button was not functional. The cause for the failure was that the rear response button switch was missing. The root cause of the missing switch cannot be positively identified. There was no adverse event that resulted from the damaged monitor.